Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The physician saw blood in between the coil and outer insulation, suspecting an insulation breach.